Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Correction: d10: the date returned to manufacturer was documented as july 1, 2020 on the initial report. This date has been updated to july 2, 2020. Device evaluation: the actual device was returned for evaluation. The compact air drive device was evaluated and the reported condition that the device ran slowly with insufficient/low power was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the mechanics of the device had seized, there was an air leak, moving parts of the device were not moving smoothly, the device was making an unexpected noise, and the device did not run. It was noted that the device failed all functional pretest since the device was not running and all the functional test could not be performed. The assignable root cause of these conditions was determined to be traced to environmental conditions.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4 device manufacture date: the device manufacture date was not unavailable. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the compact air drive device ran slowly with insufficient/low power. It was reported that the device was losing strength/power when operating. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.